Manufacturer narrative:
The elecsys hbsag ii reagent lot number is 863863, and the expiration date was not provided. The elecsys® anti-hbs ii, elecsys® ft3 iii, elecsys® ft4 IV, and elecsys® tsh reagent lot numbers and expiration dates were not provided. It was discovered that the lab practiced weekly qc instead of daily qc. A field service engineer (fse) determined that the issue typically starts after 6-7 hours in standby, which indicated an issue in the fluidic system, possibly caused by air intake. The issue was resolved by replacing the main pump and tube. Qc was within an acceptable range. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys hbsag ii, elecsys® anti-hbs ii, elecsys® ft3 iii, elecsys® ft4 IV, and elecsys® tsh results from the cobas e 411 analyzer (rack system) for six patients. Patient 1's initial hbsag ii result was 1.94 coi (reactive), and the repeat result was 0.495 coi (non-reactive). Patient 2's initial hbsag ii result was 1.59 coi (reactive), and the repeat result was 0.433 coi (non-reactive). Patient 3's initial hbsag ii result was 1.97 coi (reactive), and the repeat result was 0.591 coi (non-reactive). Patient 4's initial hbsag ii result was 1.27 coi (reactive), and the repeat result was 0.560 coi (non-reactive). Patient 5's initial hbsag ii result was 1.15 coi (reactive), and the repeat result was 0.418 coi (non-reactive). Patient 6's initial anti-hbs result on (B)(6) 2026 was 2 iu/I, accompanied by a data flat. The repeat result was 1000 iu/I, accompanied by a data flag. The initial ft3 result was 50 pmol/l, accompanied by a data flag. The repeat result was 4.81 pmol/l. The initial ft4 result was 100 pmol/l, accompanied by a data flag. The repeat result was 17.78 pmol/l. The initial hbsag result was 0.001 coi. The repeat result was 0.402 coi. The initial tsh result was 0.005 uiu/ml, accompanied by a data flag. The repeat result was 2.78 uiu/ml. The following additional results were provided, but it is not clear if these are additional results for patient 6 or a different patient sample. The anti-hbs ii result was 136.4 iu/I. The ft3 had no result but was accompanied by a sample short alarm. The ft4 had no result but was accompanied by a sample short alarm. The hbsag result was 0.471 coi. The tsh result was 0.947 uiu/ml, accompanied by a reagent expired alarm.